Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for ischemic peripheral pain; other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the ins recharger (insr) had a 376 error code. The patient reported that while charging the implant, the insr indicated a 376 error code. The patient reported that they met with the manufacturer representative and the charging was done using the representative¿s insr and got 8 coupling boxes. The patient reported that when they got home and attempted to charge with their insr, they still got a 376 error code. The patient reported that they were in pain because the implant battery was depleted and is not working.